Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a foreign body in the rigid body of the instrument. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The results of device evaluation provided the following: foreign material (customer tool) in k-mount. Coloring on a/w (air/water)-cylinder peeled off. Coloring on cylinder peeled off. Cleaning brush could not be inserted. Insufficient bending angulation. C-cover (plastic distal end cover) scratched. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a customer tool that remained in the tube; however, the cause of the suggested phenomenon could not be further presumed or specified. There was no information that suggested any obvious misuse of the device. Olympus will continue to monitor field performance for this device.